Manufacturer narrative:
The subject device was received for evaluation and the customers complaint was not confirmed, unable to be duplicated. Evaluation of the device found no abnormality results could be identified. No issue was observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the device otv-s190 in combination of otv-s7h-1d-l08e, an image noise and image disappearance occurred when the connection part to the video connector was shaken left and right, if left as it was, the issue did not occurred. The issue found at preparation for use. The intended procedure was completed using the same set of equipment. No harm was reported. No patient harm, no user injury reported . This event includes two reports two capture the two devices reported in this event . Report for patient identifier: (B)(6), (model otv-s190, sn: (B)(4), video system. Report for patient identifier: (B)(6), (model otv-s7h-1d-l08e, sn: (B)(4), camera head. This report being submitted is for report with (B)(6), (model otv-s190, sn: (B)(4), video system.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The following information is stated in the instructions for use (IFU): ¿chapter 6 use: 6.3 endoscope connection: connectors should be fully dry, including electrical contacts. If wet, add according to the "instructions for use" of the endoscope. If wet, the image may disappear or lead to malfunctions such as flicking. Visera video system center otv-s7v camera head, camera head (autoclavable) safety precautions. Endoscopic image disappearance and freezing. Connect the video connector to otv-s7v in a fully dry condition, including the electric contacts. Damage may result if wet.¿ olympus will continue to monitor field performance for this device.